Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-08470). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during device check premature battery depletion was observed. During an in clinic capacitor reform, oversensed noise was noted on the lead. A month later it was noted that patient received a vibratory alert. Patient presented to clinic and interrogation showed eri and eol was reached on the same day. Device was explanted and replaced.